Event description:
It was reported that the coil unintentionally embolized the gastroduodenal artery (gda). An embold packing detachable coil system was selected for use to embolize an aneurysm in the hepatic artery. Additional coils were already located within the target aneurysm prior to use of the embold packing coil. When the physician attempted to retract the coil to reposition within the patient anatomy, there was resistance experienced, and the coil was stretched. After multiple attempts to push the remainder of the coil from the microcatheter, the coil was successfully deployed using a wire. However, due to coil being stretched, the coil unintentionally embolized the gda. No medical or surgical interventions were taken as a result. The procedure was completed using this device. There were no reported patient complications from embolizing the gda.